Event description:
It was reported that tandem mobi cartridge alarm occurred during the load process. There was no adverse impact to the customer's blood glucose level. The customer continued to use the current pump while a replacement was arranged by technical support, which included instructing the customer to put the pump into storage mode and return the problematic pump using a pre-paid label.